Manufacturer narrative:
Technician found head hi-lo would drift down. Found: bad valve. Replaced valve to resolve this issue. Bed was not in use.

Event description:
Information received alleged that the head hi-lo drifts down. No injury alleged. Bed was not in use.